Event description:
It was reported by service report that the right siderail was not latching and the head end brakes were not holding. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
.